Event description:
Pacemaker endocoriel lead was placed 5/3/94 and appeared to be functioning correctly intially. A follow-up c x r several days later revealed what appeared to be a mispostioned ventricular lead. Pt was taken to the or for repositioning of the lead 5/9/94. It was dicovered th spring at the tip of the electrode did not advance to catch the tissue. The lead was replaced. Upon inspection by clinincal engineering, th eproximal tip connector was broken off and not with the lead wires.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, visual examination. Results of evaluation: connection or adapter failure loose, corroded, broken set. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.